Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to clear the insulin pump errors. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6), 2021 the customer alleged receiving critical pump error, multiple times. Customer also received pump error while troubleshooting. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with cracked keypad overlay, keypad overlay texture damage and cracked case (battery tube). Thus software was utilized and downloaded trace, history files properly and found seven pump error during basal delivery in the pump history at (B)(6), 2021 on 15:40:00 to 15:48:00. However, pump passed the displacement test and active current test. The pump alarm pump error during self test due to moisture damage on motor and force sensor. Pump was cut open and found moisture damage on the motor assembly and force sensor. Moisture damage on the electronic assembly, battery tube, vibrator and internal battery during the visual inspection. In summary, customer received multiple pump error alarms during basal delivery according to the pump history download due to moisture damage on the motor assembly.